Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the patient's left femoral arteriotomy. When setting the anchor of the angio-seal, a click was audible. When the device was retracted, the entire device, including the anchor and collagen, came out of the patient. Hemostasis was achieved with a femostop. The patient was hospitalized overnight and was reported to be okay.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the anchor leading leg was located between the sheath tip and monofold, consistent with non-deployment. The carrier tube assembly was moved into the full forward-lock position; the anchor fully exited the sheath distal tip. The components were extracted. No contributing visual or functional anomalies were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities, as supported by the device history record and the analysis performed. The overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure.